Event description:
One patient with discrepant glucose results initial result reported, patient not adversely affected. Initial result 328 mg/dl, repeated twice both results giving 118 mg/dl. Field service rep unable to determine root cause. Performance tests were performed.